Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the down button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed an intermittent response to button presses on the keypad buttons. The down button was hard to press and required increased force to engage. There was no visible damage on the keypad. Contamination was present under the contacts of all buttons. Unrelated to the keypad issue, the battery compartment was cracked at the opening of the battery chamber extending down behind the finger pad. The returned battery cap was able to fully tighten until the o-ring was seated and cap was flush with the pump case. There was no issue with a loss of power and no evidence of moisture damage an battery compartment. The text on the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).